Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not applicable. Sex/gender: unknown/ not applicable. If implanted; give date: n/a (not applicable), lens was not implanted. If explanted; give date: n/a (not applicable), as lens was not implanted then cannot be explanted. Device evaluation: the sample was received at site. The lens returned into the insert case. Visual inspection using magnification was performed. No cosmetic issue, spot or dot were observed on the lens surface. The reported issue could not be confirmed on the return. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional investigation request received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was identified with foreign matter and cosmetic issues. The foreign matter was identified as soon as the nurse opened the lens case. It appeared to be a spot or dot in the center of the iol. The iol was not prepared for surgery, no healon was introduced to the iol and no manipulation was noticed. No other information was provided.